Event description:
It was reported that the pulse generator went into backup vvi. The hardware elective replacement indicator (eri) byte was checked and indicated that device had not reached eri. Due to configuration errors upon attempting software download and lack of previous measured data, further troubleshooting could not be performed. The pulse generator was replaced due to unresolved backup vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.